Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured before the first inflation and could not be inflated. The device was removed from the patient's body without any problem. The procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.